Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: initial result 2009, inratio: 1.4, lab: 3.2. Second result, inratio: 1.5, lab: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: initial results 2009, nratio: 1.4, lab: 3.2, mean: 2.3, confidence-limits: 1.6 - 3.4. Second results, nratio: 1.5, lab: 3.2, mean: 2.35, confidence-limits: 1.6 - 3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio inr values for both are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. No corrective action is required as no product deficiency was established. As of feb 18, 2009, meter is not expected to return. Strip lot number not provided. Further investigation cannot be performed at this time.